Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right atrial lead had inadequate capture, a sensing issue and was under-sensing. A x-ray revealed the lead was dislodged. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of sensing anomaly, unacceptable threshold, and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece. Electrical testing returned normal parameters, but visual x-ray inspection found an internal short due to an over-torqued inner coil which is consistent with procedural damage.

Event description:
New information notes lead was explanted and replaced. The patient was stable.